Event description:
The patient received a skin burn during an iontophoresis treatment for muscle tightness. The size of the burn was less than 3 mm in diameter. The progress toward recovery was impeded. The patient did seek medical attention for the burn.

Manufacturer narrative:
Awaiting device return and evaluation. Evaluation results will be sent to the FDA via the form 3500a.